Event description:
It was reported that pump battery depleted too fast and that this led to pump shutdown, after which caller resumed insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Caller was educated that insulin on board and maximum hourly bolus were reset to zero when pump turned off, was informed that daily battery use of 15¿35% was normal based on log review, and was contacted by phone and email for follow-up while technical support investigated battery logs using additional software.